Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose which was over 900 mg/dl for which customer was hospitalized and treatment was given in ICU. It was unknown whether the auto mode feature at the time of event was active or not. Also the infusion set had a bent cannula. The insulin pump will not be returned for further analysis.